Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2017 with the following findings: a review of the pump¿s black box showed no unexplained pump not primed warnings. Cs 078 call service alarms were observed in the black box. During testing, the pump emitted a call service 078 during the rewind step. Further testing was unable to be performed due to the recurring call service alarm. When the motor flex was disconnected and reconnected to the motor flex connector, the pump could rewind without alarms occurring. Evaluation revealed a failed motor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.